Event description:
The customer reported that at the end of a surgery, when the patient drape was removed, a burn was noticed on the patient's left thigh. The site's internal hosp investigation determined that the burn had occurred because the ligasure impact device had been set down on the drapes/patient following the bowel resection portion of this surgery. The resection had been followed by radiation, a ureteral stent, and an ostomy. The burn was described as 3rd degree (a hole with charring). It is not known how the burn was treated. The site is not returning the incident device to covidien for eval at this time.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned to covidien for eval at this time. If in the future the sample is received, or if additional info pertinent to this incident is obtained, a follow-up report will be submitted.